Event description:
It was reported that the patient presented in clinic. It was noted that the right ventricular (rv) lead's high voltage impedance was low. The patient was being monitored. The patient was stable.